Event description:
It was reported that the catheter lumen spilt and the surface of the lumen looks "degraded". The catheter was implanted of >1 year. The lot number is unk. The catheter was used for antibiotic infusion and power injection (2x over a 3 month period, 2cc/sec up to 4cc/sec).

Manufacturer narrative:
A visual examination of the returned catheter revealed a 0.5cm split on the extension end of the venous lumen 3.5cm from the cuff. The lumen material appears swollen and discolored on the portion of the catheter that is external from the body. The lumen material shows no signs of degradation. Without the lot number we are unable to review the manufacturing records. Info provided indicated that this catheter was power injected through on two occasions. This catheter is not indicated for power injection. The catheter is tested to and meets the iso standard of 45 psi. This pressure should not be exceeded. The device appears to have been stressed beyond its design capabilities.